Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer replaced the battery and the battery cap on the insulin pump however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. No unexpected off no power, low battery, failed battery test alarms noted during testing. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.